Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011127682 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection identified a shaft kink/twist at approximately 25.5 inches from the tip. Visual inspection of the dilator was performed. No anomalies were identified. The shaft, tip, and the length are according to specifications. The functional testing was performed. No anomaly was discovered. Lab test catheter insertion and retraction into the sheath were performed several times easily without any issue. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issue. The performance test with the sentinel blackbelt leak tester was performed. All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported air ingress was not confirmed through testing. The sheath failed the returned product inspection due to the shaft kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician was unable to clear the air from the sheath port during aspiration after the balloon catheter was introduced. The sheath was replaced, but the issue persisted. The balloon catheter was replaced which resolved the issue. It was then reported that the balloon deflated after an attempted ablation and an unknown system notice was received. The coaxial umbilical cable and electrical umbilical cable were replaced, but the issues persisted. The balloon catheter was replaced which resolved the issue.